Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2011," plaintiff was implanted with "ams pelvic mesh products, that being the elevate, to treat pelvic organ prolapse and/or urinary incontinence." The plaintiff's attorney alleges that the plaintiff "began experiencing mesh erosion, pain, infections, bleeding, vaginal scarring/shrinkage, pain during sexual intercourse, urinary problems, bowel problems and the need for additional surgery some time after implant." The plaintiff's attorney also alleges that the plaintiff "returned to her physician several times due to complications and problems attributed to ams's pelvic mesh products" and the "plaintiff suffered, and continues to suffer, serious bodily injury and harm." The plaintiff's attorney further alleges that the plaintiff "it was not until recently that plaintiff learned the ams pelvic mesh products were defective and the cause of her pain, suffering, and complications."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.